Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) procedure set was used during a therapeutic hydrothermal ablation procedure. During the procedure, the physician noted a "slight fluid loss". The fluid loss resulted in a small vaginal burn. The physcian stopped the procedure and proceeded to cool down. Silvadene cream was applied to the burn and the patient condition was "stable". The procedure was cancelled due to this event.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.